Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for generator change out unrelated to this event, dislodgement of the rv lead was observed due to twiddler¿s syndrome. No patient symptoms were reported. Chest x-ray showed that the lead was pulled back due to device being flipped several times. Lead revision showed lead was still attached to the tissue. Lead showed capture anomaly and was unable to determine capture. Physician elected to explant the lead and a new lead was implanted. Patient is stable post procedure.